Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to repeated use as well as lack of maintenance and wrong handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed. The evaluation found adhesions with foreign material in the tip of the glass cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the oes elite endoscope's eyepiece was damaged. The issue was found during reprocessing of the device after a completed therapeutic trans urethral resection of bladder tumor (turbt) procedure. There were no reports of patient harm or procedural delay.